Event description:
Customer reported that while at a hospital on (B)(6) 2012, for a previously scheduled operation, he received a reading of 93 mg/dl on his adc blood glucose meter, which was lower than a reading of 143 mg/dl received on a healthcare provider's unknown brand of meter approximately 15 minutes later. Customer further reported he purchased his meter in (B)(6) 2012 and since then has experienced the following symptoms, which he now believes were the result of receiving "inaccurate readings": "very high pressure in (his) eyes, frequent urination, skin rashes and nail fungus". Customer also noted this experience has caused him psychological problems. Customer further reported that on some, unspecified date, "months ago", he experienced a loss of consciousness, fell out of his chair and spent three days at a local healthcare facility. It is unknown what diagnosis was given or what treatment was rendered. However, customer noted he self-treated with metformin and was given a new, not previously prescribed oral medication, onglyza (saxagliptin). No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date entered is the date when abbott diabetes care became aware of this medical event. (B)(4).

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1178546) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.